Event description:
It was reported that unspecified bd infusion set had back flow the following information was received by the initial reporter with the following verbatim. It was reported by the customer that there was almost 2ml of blood backed up into 1.2 micron filter extension, 1.2 micron filter attachment will not flush at all. Tried to prime via gravity, alaris pump, and pushing a flush manually with no success.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "2ml of blood backed up into 1.2 micron filter extension and 1.2 micron filter attachment will not flush at all" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.